Manufacturer narrative:
Batch review performed on 09 july 2018; lot 114147: (B)(4) items manufactured and released on 19 december 2011. Expiration date: 2016-10-31; no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery performed due to the patient came in complaining of pain, the surgeon determined that patient had an inflamed bursa. The surgeon washed out the knee and swapped the poly.